Event description:
Per the clinic, the patient experienced discomfort despite not wearing any external and the magnet reported to be protruded. Subsequently, the internal magnet was explanted on (B)(6) 2026, and the patient received IV antibiotic prophylactic prior to surgery.